Event description:
It was reported that the device¿s sleep/wake button required multiple presses and prolonged finger contact to wake the ilet, causing frustration during routine use. Symptoms included device unresponsiveness to the wake command without reports of hypoglycemia, hyperglycemia, injury, or hospitalization. Outcomes included temporary usability impact only. Investigation included customer education and troubleshooting, including instructions to verify and install available firmware updates. Investigation of this case revealed a suspected interaction between the wake button functionality and device firmware, with no alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface responsiveness related to software, pending confirmation after firmware update.